Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, b6, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Healthcare professional later reported "ruptured" this record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification h.6 f2303: singulair used to treat capsular contracture, noted in b.7. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV". Healthcare professional later reported "rupture". Healthcare professional additionally reported ¿fairly large periprosthetic shell, which is incised¿ and "no clear rupture¿ via ultrasound. Healthcare professional later reported "ruptured implant", "capsular contracture", and "capsule was very thickened". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken device assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.